Manufacturer narrative:
The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "lumps under arms, chest pains, burning etc. Rashes."

Event description:
Patient reported left-side, "lumps under arms, chest pains, burning etc. Rashes." The device remains implanted.